Event description:
It was reported that during a percutaneous intervention treatment procedure, a blade was lifted. The 2.0x7.0 mm peripheral cutting balloon was successfully used in an unspecified vessel. When the physician removed the device from the patient, it was noted that one of the atherotomes was lifted from the balloon and bent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).